Manufacturer narrative:
(B)(4): a service history review for subject lot 5733801. A service history review could not be performed as this is a lot controlled item. The manufacture date of this item is 4-jun-2008. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service evaluation was performed for the subject device. The customer reported the screwdriver blade was stuck inside a torque limiting attachment. The repair technician reported ¿damaged component¿ as the reason for repair. The item is not repairable. The cause of the issue is unknown. The evaluation was confirmed. The subject device was forwarded to the synthes complaint handling unit for additional investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported event occurred during a veterinary procedure.

Manufacturer narrative:
Device used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; screwdriver shaft is stuck inside the torque limiting attachment; cannot be removed. Upon receipt, it was observed that the screwdriver shaft is firmly stuck in the torque limiting attachment and cannot be detached. No evaluation can be performed in its current state. No cause can be determined. Based on the available evidence, the complaint is confirmed but the cause cannot be assigned to manufacturing processes or materials. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that the lot 5733801, part number 314.116. Universal punch manufactured the stardrive screwdriver shaft, qc/t15, p/n 314.116, lot # 5733801, per work order # (B)(4). The lot conformed to universal punch¿s certificate of compliance, dated may 12, 2008, and was inspected / conformed to the synthes incoming inspection and final inspection sheet number (B)(4), revision ¿k¿. 99 parts were released to the warehouse on june 04, 2008. There were no mrrs, ncrs, or complaint-related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the stardrive screwdriver shaft qc/t15 (item# 314.116) is stuck inside of the torque limiting attachment 1.5nm/quick coupling (item# 511.773). This occurred during surgery but there was no delay in the surgery or harm to the patient. There is no surgical information available. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The reported instance was not an anticipated service or warranty replacement issue. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.